Manufacturer narrative:
No product has been returned for investigation, nor were radiographs provided to confirm the reported event. As per reporter during the surgery, the migrated cage was adjusted in via an anterior approach. No patient injury reported. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Postoperative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Text : product remains in-situ.

Event description:
On (B)(6) 2018 patient underwent the first phase of a two-stage procedure to perform an extreme lateral interbody fusion at levels l1-5. During the pre-operative activities for the posterior fixation procedure (second phase) x-ray images showed the cage at levels l4/5 had anteriorly migrated. Posterior fixation procedure was performed on (B)(6) 2018, where the migrated cage was adjusted. No patient injury was reported.